Event description:
Boston scientific received information that this patient received multiple episodes of inappropriate anti tachy pacing and tachy shock therapy due to supraventricular tachycardia (svt). The arrhythmia was originally detected in a lower zone, however accelerated resulting in a bypass of detection enhancements and inappropriate therapy. Therapy was noted to have been exhausted due to the inappropriate shocks. The physician reprogrammed the device to have only 2 zones to remedy the issue. Four days later, the patient was again received inappropriate therapy; however, therapy was not exhausted during this episode. It appeared that during the initial reprogramming, atrial discriminators were accidently turned off by the nurse, resulting in inappropriate shocks to be delivered due to the supraventricular tachycardia (svt) rate without detection enhancements. The device was reprogrammed correctly to remedy the issue. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed and remains in service. No further information is available. This report will be updated if more information becomes available.